Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 54 months, displayed an elective replacement indicator (eri) due to a charge time of 26.9 seconds. There is a concern that the battery depleted earlier than expected.